Event description:
The nurse reported she was notified by the patient of a possible dialyzer reaction occurring approximately two weeks earlier. The patient reported feeling dizzy with throat tightening immediately after starting a routine hemodialysis treatment. Treatment was discontinued and a 500cc normal saline bolus was administered, which resolved the patient's symptoms. The patient reported a history of allergic sensitivity to a dialyzer in the past. No other medical intervention was required. The cartridge was discarded prior to reporting the event. The patient continues hemodialysis treatments without further problems reported.

Manufacturer narrative:
The user's guide includes adequate warnings to monitor for potential allergic reactions. The patient continues hemodialysis treatments using the nxstage system one cartridge and dialyzer without further problems. Nxstage medical considers this report closed. No additional information will be provided.